Event description:
Red top vacutainer tube top came off in processing. Specifically, what happened is that when filling and spinning the tube filled with blood there was no issue, however, when the top is removed to remove the serum (as required to transport specimen) and the top is replaced on the tube, it no longer stays secure and is falling off the tube.